Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a failure to interrogate. The ICD was explanted and successfully replaced, and the patient's status was unknown.